Manufacturer narrative:
Correction: additional information received indicates the ipg did not contribute to the event as the issue was against the right ipg. This device is no longer considered reportable.

Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. The ipg was unable to communicate. Surgical intervention may take place at a later date to address the issue. Note : it is unknown which ipg is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: proclaimxr, model: 3660, UDI:(B)(4), serial: (B)(6), batch: a000102983.